Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative inspected the interconnect cable receptacle and the high voltage cable connections and regreased the anode and cathode leads to the x-ray tube and reseated the fluoro functions board and the generator interface board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a black left monitor. No patient injury was reported.